Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the connector. This was noticed during storage after filling prior to patient use. The device was filled with fluorouracil (5-fu) and stored in a zipper bag with a closed connector (not baxter product) connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 15-18, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that a connector (non-baxter product) was attached to the infusor's luer. It was also observed that there was fluid inside the bag that contained the infusor sample which suggested that a leak had occurred. Further inspection revealed a leak was coming out at the distal end of the connector. No evidence of a leak was observed coming out from any part of baxter's infusor device. The connector is a cstd (closed system transfer device), and its function is to prevent exposure to fluid, therefore it is not supposed to leak. The cstd is designed to allow fluid to flow when it is connected to a compatible female y-site; that connection opens the internal fluid path of the cstd. A functional leak test was performed, and fluid was observed leaking out at the distal end of the connector with and without the connector's red cap. The leak was not observed from any parts of the infusor device when tested with the infusor's blue winged luer cap. Based on analysis result, the cause of the leak was related to the connector (non-baxter product), and baxter's infusor device was determined to be conforming product. The reported condition was verified. The cause of the reported condition was user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.